Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.